Event description:
As reported from our affiliates in italy, this was a case of a 29mm sapien 3 valve by transfemoral approach in aortic position. A bav was not performed prior to valve deployment. During valve deployment, the commander delivery system balloon burst. Despite the balloon burst, the valve was successfully implanted without needing a post dilation. The commander was able to be retrieved through the esheath without causing an injury or needing a cut down. However, a piece of the balloon separated and remained in the patient. The procedure ended successfully. As per medical opinion, calcification could be the cause of the balloon rupture.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in italy, this was a case of a 29mm sapien 3 valve by transfemoral approach in aortic position. A bav was not performed prior to valve deployment. During valve deployment, the commander delivery system balloon burst. Despite the balloon burst, the valve was successfully implanted without needing a post dilation. The commander was able to be retrieved through the esheath without causing an injury or needing a cut down. However, a piece of the balloon separated and remained in the patient. The procedure ended successfully. As per picture received and pre-deco evaluation, a piece of the balloon was missing. As per medical opinion, there is no clear evidence that the missing part remained inside of the patient. It is possible that some missing pieces of the balloon were stuck in the esheath. The patient was fine, and no events occurred in the acute phase and thereafter. As per medical opinion, calcification could be the cause of the balloon rupture.

Manufacturer narrative:
Updated b5, h6- impact code, clinical code, type of investigation, and investigation findings corrected h6 component codes and investigation conclusions the returned device was evaluated, and the following was observed: balloon was burst from distal shoulder to mid working length of the inflation balloon. Distal balloon portion was not returned. One of the distal wings were flared. Review of the imagery provided showed the delivery system after the procedure with the balloon burst and distal portion of the balloon missing. The complaints for balloon burst and balloon separated were confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the balloon separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (burst balloon) contributed to the withdrawal difficulty and separation. A review of edwards lifesciences risk management documentation was performed for this case. Additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review